Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned pump passed all testing in the laboratory and no anomalies were identified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding a drug infusion device. The drugs being delivered were 25 mg/ml fentanyl at 14.019 mg/day, 5 mg/ml bupivacaine at 2.8038 mg/day, and 25 mg/ml ketamine at 14.019 mg/day. The reason for use was chronic pain. It was reported that the patient states that every time she has a pump fill she experiences symptoms of overdose a few days later. She leaves the office feeling fine but after a few days she is light headed. The doctor suspected a leak somewhere. The pump was replaced on (B)(6) 2018 with another of the same manufacturer. The customer was notified the device was to be returned to the manufacturer, and the rep was in possession of the device and it would be returned. Volume was noted at explant to be 12cc, while 12.7cc was expected. There were no environmental/external/patient factors that may have led or contributed to the issue. Issue was resolved at the time of this report. The patient status at time of this report was ¿alive - no injury.¿ the healthcare professional (hcp) has no further information for medtronic. There were no further complications reported/anticipated.